Manufacturer narrative:
(B)(4). Evaluation summary: no conclusion could be reached as to what may have caused the reported incident. The analysis results for the el5ml instrument found that it returned in good visual condition. The instrument was cycled and upon completion of the first firing one m-shape clip was released, the subsequent firing resulted in a properly fed and formed clip. It has been determined that the root cause of the malformed clip is feeding the clip into a closed set of jaws. The following are scenarios of how this malformed clip could have happened: having the jaws closed in a trocar and actuating the trigger. Having the jaws closed in the molded end cap and actuating the trigger. Having the jaws closed by burying tips in tissue and actuating the trigger. It should be noted that the jaws need to be fully open in order for the next clip to be properly fed. The instrument locked out as intended, but the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap cholecystectomy procedure they used the device once and it worked fine, the second clip came out scissored. They had to remove 2 clips that came out scissored. The third time it would not work. They used a second applier to complete the case. No pt consequence was reported.